Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. There were no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact stated that the device was repaired at the user facility. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.